Manufacturer narrative:
PMA/510(k) number: k171907 or k150896. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00515. Mw5090372

Event description:
It was reported that the patient underwent a revision surgery to remove two broken screws. No additional surgical information or additional patient impacts were provided. This is report one of two.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h6: methods, results, and conclusion codes. The product was not returned for evaluation, and no x-rays/photographs were provided. Without product return a full evaluation cannot be completed so no evaluation results are available. No device lot number was provided so a device history record (DHR) review could not be performed. It was reported that a patient underwent a revision surgery to remove two broken screws. The reported complaint could not be verified. Without further information or product return, the cause of this failure cannot be determined. H3 other text : device was not returned to manufacturer.

Event description:
It was reported that the patient underwent a revision surgery to remove two broken screws. No additional surgical information or additional patient impacts were provided. This is report one of two.